Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. The insulin pump was received with a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window, and a stained end cap sticker.

Event description:
It was reported that customer received a button error alarm. It was also reported that buttons were responding intermittently. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.